Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high high-voltage lead impedance. The rv lead was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the right ventricular (rv) lead exhibited fracture and noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.